Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was scheduled for a full system replacement and upon initial x-ray it was revealed that not only did the patient have two systems but two abandoned leads as well. The leads also crossed the sacrum and were on opposite sides of the battery. Attempted removal of the lead caused a fracture as it was implanted deep and another lead was left abandoned. There are currently two full systems and now a total of 3 abandoned leads. There is no record of the two previous ghost leads and why they were abandoned. Leads were implanted deep but during intro op testing the patient's motor responses were also deep. Attempts were made to remove the leads but were unsuccessful. Patient was implanted with two systems in 2014 and 2015. The plan was a scheduled removal of one system. A new system was implanted. The remaining system has 5-17 months battery life and at that time will be a simple battery replacement. The patient currently has two full systems and 3 abandoned leads.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.